Event description:
It was reported that on (B)(6) 2017, the patient had his ams800 artificial urinary sphincter (aus) device removed. The reason for the device removal is unknown. The patient was implanted with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump on (B)(6) 2018. No patient complications were reported in relation with this event.